Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulsetm catheter and the patient experienced migraine that required ER (emergency room) hospitalization. It was reported by the caller that the physician reported that a patient had an injury after a case that was completed on (B)(6) 2025. The physician initially reported a transient ischemic attack (tia) occurred after the procedure was completed. The patient had symptoms of acute vision changes and headaches 5-6 hours post procedure. The patient saw the neurologist to confirm their symptoms. There was no medical intervention provided to the patient. The patient was in stable condition. Additional information was received on 23-may-2025. The neurological assessment was updated to migraine with aura and that the first diagnosis (tia) was ruled out. This happened after re-analyzing the symptoms and MRI scan. Additional information was received on 31-may-2025. The patient was discharged after ablation and then came back and was admitted and stayed one night in the hospital. Tia was initially suspected and CT and MRI were ordered. The patient fully recovered. The physician¿s opinion on the cause of this adverse event was the ablation procedure. Sheath was exchanged one time from baylis versa cross to vizigo. No catheter exchanges. Physician only used varipulsetm catheter. One transseptal puncture site was performed during the procedure. Number of performed pfa ablations performed was 18 within the pulmonary veins, none were performed outside the pulmonary veins. Act was 326 right before ablation. A bolus of 5000units of heparin was given and doctor waited one minute after bolus and then began ablation. Act was checked after 15mins and it was 360. Additional information was received on 10-jun-2025. Results were negative for CT and MRI. The only symptoms were headache and visual aura, which occurred at three different episodes lasting 15-20mins. They did not mention any other neurological events. This adverse event was originally considered non-reportable as patient event non-serious, however, bwi became aware on 31-may-2025 that the patient came back and was admitted and stayed one night in the hospital and therefore, have reassessed the event as reportable for the prolonged hospitalization. The awareness date for this record is 31-may-2025.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).